Manufacturer narrative:
(B)(4). Report source: (B)(6). The device will not be returned for analysis location unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2021 - 02571, 0001822565 - 2021 - 02572, 0001822565 - 2021 - 02570.

Event description:
It was reported the patient underwent an initial tha. Subsequently the patient was revised due to unknown reasons one (1) month ago. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
Upon reassessment of the reported event, the shell was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, the shell was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.